Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-600pd-3 serial/batch number (B)(6) was received for investigation. The visual evaluation revealed that the insert fell out and the pin driver was missing. No functional testing was performed due to the damaged to the device. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received on 3/27/2024: this was discovered during a tka procedure on (B)(6) 2024. The case was completed using another set with no delay or adverse effects on the patient.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that an ar-600pd-3 pin driver attachment fell out with no affect to patient reported. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.